Event description:
An operating room mgr reported that at the beginning of a vitrectomy procedure, the vitrectomy probe from a cassette did not cut. Another custom pak was opened. The surgery was delayed for twenty minutes. There was no pt impact, no med or surgical intervention required. No further info is expected.

Manufacturer narrative:
The device was received by a company rep and it is in transit to the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No further info is expected. (B)(4).